Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient presented in clinic with congestive heart failure. Upon investigation, the cardiac resynchronization therapy defibrillator exhibited low biventricular pacing percentage. It was unknown whether the heart failure was due to the cardiac resynchronization therapy defibrillator. The patient was treated with medications and was discharged once improved. The device was later explanted due to an unrelated issue on (B)(6) 2016.